Event description:
Left knee infection, left knee effusion, pain in left knee. Information was received on 27-jun-2007 from a nurse regarding a female patient with a medical history of osteoarthritis, who experienced pain in left knee, left knee effusion, and left knee infection. The patient began treatment with synvisc in 2006. The patient received a series of three injections of synvisc into the left knee in 2006. On approx three months later, she complained of pain in her left knee. The doctor aspirated that knee on an unknown date, and it was found to be infected at that time. At the time of this report, the patient's outcome was unknown. The reporter had assessed the relationship of the events to synvisc as possible. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.